Event description:
An aq1016 model lens was implanted in 1996. At a later date the patient was in an accident, their face was smashed and the lens disclocated. The lens was removed in 2000 and was replaced. The lot number and model of the injector and cartridge are unknown.